Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer experienced blood glucose (bg) levels ranging between 270-600mg/dl and dangerous/life threatening levels of ketones. Correction boluses were delivered to address the bg level. The customer was able to resolve the past occlusion alarms by changing their pump supplies. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.